Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was inaccurate. Blood glucose was not impacted. Reportedly, customer will use old pump to resume insulin therapy.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. During two occurrences, the customer's blood glucose (bg) was 50 mg/dl. Reportedly, the customer overcorrected insulin during those events. Juice was consumed to treat bg level.